Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a loose connection of the cable between the interaction panel (ip) and the ventilator unit (vu). The customer resolved the issue themselves by tightening the cable. There was no patient harm reported. No further investigation or correction needs to be performed. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
While being used on a patient the screen froze and the ventilator was alarming. The waveforms were not moving, and nothing showing on screen as alarm indicator. User was unable to assess the alarm as no message was displayed on screen. User was unable to use buttons. They had to turn it off from the back and place patient on a different machine.